Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead dislodged and while trying to reposition the lead, the helix would not extend. The lead was removed and a new lead was utilized without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the right atrial (ra) lead dislodged and while trying to reposition the lead the helix would not extend. The lead was removed and a new lead was utilized without incident. No patient complications have been reported as a result of this event.